Event description:
A customer reported receiving a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for a pump reset, and after following these steps, the error code did not reappear. The customer was able to successfully start their sensor session.